Event description:
It was reported that the patient experienced hypoglycemia with a seizure the previous evening. The patient's blood glucose level declined to 40 mg/dl while wearing the pod for an unspecified period of time. The patient self-treated with glucose tablets and a soda. Reportedly, the pods that the patient had been using were only lasting about 4 hours. It was reported that the patient had been experiencing frequent high and low blood glucose levels that have disrupted their sleep and reduced time-in-range from 80%-90% to now 70%.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: data not available omnipod software app version: data not available operating system: data not available hardware: data not available cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.